Manufacturer narrative:
The iabp unit was inspected and it was found that "the pressure cable is damaged, causing the signal to not show on the monitor screen. The damaged parts must be replaced before it can be used normally. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) was not showing the blood pressure signal on the monitor screen. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customers site at a later date with the spare parts. The fse replaced the interface cable then tested the iabp unit to factory specifications. All testing passed and the iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.